Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found piece of tampon inside-vagina [foreign body in reproductive tract]. Found piece of tampon [device breakage]. Case description: consumer contacted via social media and stated that she found a piece of tampon inside of her. No serious injury was reported.